Event description:
Procedure: vascular. According to the reporter: the customer reports that after stapling, the device jammed, jaws closed on the vein and it was not possible to re-open the jaws. - surgery time extended by more than 30 minutes. There was tissue damage and reinforcement material used. There was also tissue loss in the jaws of the received device.

Manufacturer narrative:
(B)(4).